Manufacturer narrative:
The issue was resolved by the hospital staff adjusting the low and high intensity potentiometer. The intensities are now within spec and the device is returned to service; therefore product return for further product examination and functional testing is not required. This report is considered final and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had only amber leds that were illuminating. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.